Event description:
The user facility reported a pt underwent a percutaneous coronary intervention of the right coronary artery. The sjm representative was asked to assist with a deployment of a 6f sts angioseal. Despite recommendation by the sjm representative, a femoral artery angiogram was not performed as the operator felt confident with the puncture site. Hemostasis was achieved on the table. The patient returned to the cardiac day ward. Half an hour later, the patient complained of acute pain in the right leg. The patient developed a massive hematoma, which lead to a hemodynamic collapse (blood pressure dropped from 150/80 to 75/40). The patient stabilized after IV fluid and direct pressure on the groin site for thirty minutes. The following day, the patient had an ultrasound which revealed no pseudoanuerysm present. Remained in the ward for several days because the pt's hemoglobin level decreased, requiring a blood transfusion.